Event description:
The customer reported that the inserter needle of the abbott diabetes care (adc) device was bent. As a result of the bent sensor needle, the customer reported they were unable to obtain glucose readings and experienced a loss of consciousness. The customer was then admitted to the hospital where they were given treatment of glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.